Event description:
Pt applied roundy's 3/4" fabric bandages to a boil on right buttock for 2 days, changing the bandage once per day. The gauze section of the bandage was coated with neosporin. At the end of the second day, a painful rash developed under the glue section of the bandage. Pt reported incident to FDA. Note: medwatch report, dated 12/18/07 was submitted to company and forwarded to MFR on 1/31/08 to respond. Diagnosis or reason for use: boil on buttock event abated after use stopped or dose reduced: yes. Pt has been contacted to return product for investigation to determine if there was an adverse reaction or product problem that warrants MDR reporting.

Manufacturer narrative:
Medwatch report indicated that product was in pt's possession. Medwatch report also documented that the event was abated after use of the product was stopped. MFR has requested the product to be returned for further investigation. MFR will submit a follow up MDR report to document investigation results once investigation is complete.